Manufacturer narrative:
On 04/13/2016 in trouble-shooting, following the procedure, in a visual inspection and system check, the arm locking system was found to be working fine. Looking at the screw mechanism, patient hairs were trapped into the toothed-wheel locking the arm to the mayfield head-holder, making the whole structure unstable. The surgeon did not tighten enough the articulating arm locking mechanism. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Determined to be user error. Per synergy® cranial optical pocket guide p/n 9735411 revision 5 pg 33: "warning: the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate. Make sure that the vertek® articulating arm is locked securely in position. If the arm slips after registration, re-secure it and register the patient again before navigating."

Event description:
A site representative reported that a surgeon alleged the navigation system arm unexpectedly became loose when switching reference frames, non-sterile to sterile, before the beginning of the cranial surgery. The patient was re-registered and re-draped. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.